Event description:
Customer reported via phone call that there is a keypad anomaly. The blood glucose reading is 150 mg/dl. Customer states that there is a battery out limit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm was noted. All of the operating currents were within specification. The insulin pump passed the self test and the displacement test. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, cracked display window, and a cracked case at the display window corner.